Event description:
It was reported that the patient received inappropriate atp and hv therapies for supraventricular tachycardia. The patient reported no symptoms. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.